Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider reproduced the reported condition and the motor failure alarm was generated.

Event description:
It was reported that during use on a home care patient the ventilator stopped ventilating due to a motor anomaly. The patient was manually ventilated and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a home care patient the ht70 ventilator stopped ventilating due to a motor anomaly. The patient was manually ventilated and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event. One main control board for the newport ht70 ventilator was evaluated. Details regarding a visual inspection were not provided. Service center technician reported the main control board was placed in a known-good failure investigation (fi) test unit. The test unit was powered on and set to standard settings per the ht70 service manual. After "start ventilation" was pressed, the unit would not ventilate. Inductor l19 was observed to have thermal damage. The reported condition was confirmed. Product does not meet medtronic specification.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to an issue with the temperature of the device. If information is provided in the future, a supplemental report will be issued.